Event description:
Sleeve gastrectomy - "(B)(6) was using applied medical ctf73 for the second time. Used with insufflation on, when (B)(6) identified that he had entered the abdominal cavity, no insufflation took place despite the gas being on high flow and the stopcock being open on the trocar. Upon making his first entry, (B)(6) superficially damaged the bowel causing a slight bleed, however full perforation of the bowel did not occur. (B)(6) stated that no serious injury was caused to the patient. Actual event sample not retained by theatre staff."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.